Event description:
Pt fell from specials (special procedures) table in radiology. Pt with impaired level of consciousness. Patient demonstated change in movement of left upper extremity (after procedure finished); falling toward staff member who was in direct contact with the patient. Staff attempted to hold patient, whose weight was greater that 250 pounds, attempting to move patient back toward center of table. The breaks were set prior to incident. Table moved with patient falling forward and staff member was unable to hold the patient's weight and patient fell to floor. Awaiting written follow up report from toshiba regarding pm (preventive maintenance) and check after event.